Event description:
The ge oec 9900 fluoroscopy sys displayed a disk failure error code.

Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the sys hard drive. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.